Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01370 addresses the other device. It was reported to boston scientific corporation that a spyscope access and delivery catheter and spyglass direct visualization probe were used in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complaint, during the procedure the spyscope split lengthwise, but remained in one piece. Additionally, the spyglass probe which was within the spyscope broke into two pieces. No part of the spyglass probe detached into the patient. The case was completed with another spyscope access and delivery catheter and spyglass direct visualization probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of probe break. A visual examination of the returned device revealed that the device was broken into two pieces approximately halfway along the polyimide sheathing. Additionally, the proximal cam groove showed slight wear. The condition of the returned incident device was consistent with the complaint that the probe broke into two pieces. The most probable root cause is operational context since the product met design and manufacture specification but due to anatomical/procedural factors performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.